Event description:
During an implant attempt of the subject device, connection difficulties in atrial channel were incurred. Specifically, the physician reported that clicking of the associated screwdriver could not be obtained, and it was then not possible to loosen the associated set-screw. The physician broken the header of the pacemaker in an attempt to disconnect the lead, but was unsuccessful. A new lead and pacemaker were subsequently implanted instead.

Manufacturer narrative:
Date (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.